Manufacturer narrative:
(B)(4). The reported did not know the lot number but provided three suspected lots: dr15a23011, dr14l18010, and dr14l17061. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number dr15a23011 was manufactured 01-23-2015; lot number dr14l18010 was manufactured 12-18-2014; lot number dr14l17061 was manufactured 12-17-2014. The device was received for evaluation fully primed. Visual inspection revealed a particle in the tubing near the bottom y site. Further microscopic inspection of the particle revealed that the particle was light reflective and opaque, resembling foil. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for the three potentially associated lot numbers and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a metal shaving was observed in the last infusion port of an interlink buretrol solution set. The reporter stated that the metal shaving was approximately the size of a grain of rice and had the thickness of tin foil. The particle was reportedly below the drip chamber and too large to fit through the chamber. This was noted during infusion of total parenteral nutrition solution. Upon noticing the issue, the set was clamped off, the patient was disconnected from the setup, and a new set was used. There was no patient injury or medical intervention associated with this event. No additional information is available.